Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The report of damage is confirmed. The specimen presents indications of coil displacement distally resulting in offset/overlapping coil wraps over the distal 2.55cm, creating a localized oversized diameter. Approximately 15cm of the core wire proximal of the fracture is extending through the coil wraps 283.5cm from the proximal end. The coil wraps adjacent to the distal tip weld were stretched to expose the distal aspect of the core wire fracture. The exposed core wire presents characteristics of a ductile, tensile overload near the distal tip weld mass. The specimen also presents irregular regions of stretch damage and several bends of varying severity and frequency scattered over the length of the device. The evidence presented by the specimen suggests the distal portion of the device came under constraint when the coil wraps displaced distally (causing a localized oversized diameter condition). When the specimen was withdrawn the core wire sustained a ductile, tensile overload fracture and subsequent coil stretching. Based on the evidence presented by the sample and the information provided by the supporting documentation it appears that procedural and/or clinical factors may have impacted on the event as reported.

Event description:
The outer layer and the inner wire separated at the tip. Initial reporter believed that the event was identified when it was removed from the patient. She also believed they were able to use that wire without difficulties, it was identified when it was removed. No reported complications, patient was fine post procedure.